Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address: (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed a separation between the main body and twist clamp caused by a broken occluder leg. The cause of broken occluder leg could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a photograph of the sample, a separation between the main body and twist clamp of a minicaptransfer set was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.